Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo procedure the polarx catheter was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred. The console was restarted and the cryo cable and the catheter were replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. It is unknown if the device is expected to be returned.